Event description:
Patient was in for scheduled laparoscopy sleeve gastrectomy with lysis of adhesions and intraoperative esophagogastroduodenoscopy surgery. Patient left the hosptial 3 days later and returned to hospital 23 days after surgery and had egd done related to symptoms of complications. Egd showed "massive gastric abscess with a breakdown of gastric sleeve." Patient returned to or with for ex lap/drainage of abscess/extensive loa/placement of j-tube and abrams drain/placement of wound vac. Leak was related to breakdown at staple line. Staple product used in original procedure was ethicon echelon flex 60. There were no lot numbers saved as there was not a problem noted at the time of the original surgery.